Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, following rapid ventricular pacing (rvp) during balloon aortic valvuloplasty (bav), the patient became hypotensive. The medical team decided to immediately implant the 26mm sapien valve. Following the successful implantation of the sapien valve and verification via tee that the valve was well placed and functioning properly, the patient was still hypotensive. Chest compressions and inotrope support were initiated. The patient was then placed on cardiopulmonary bypass (cpb) with pacemaker support. After 90 minutes on cpb, the patient was converted to extracorporeal membrane oxygenation (ECMO) and transported to the intensive care unit. The patient later expired 3 days post tavr. The patient¿s ejection fraction (ef) was 40%. Per the implanting physician, this patient was very high risk and fragile, which may have caused the hypotension post bav.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The cause of the reported hypotension in this case cannot be confirmed; however patient (ef 40%, high risk fragile condition, significant cad) and procedural factors (anesthesia, procedural medications, and rapid pacing during bav) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.